Manufacturer narrative:
Continued: e1: phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side "presence of image with characteristics compatible with capsular contracture in grade ii" later, physician reported "breast indurated, change in shape. Baker contracture iii." Device remains implanted.